Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received x-ray analysis found no anomalies to the distal coil at stylet restriction.

Event description:
It was reported that high thresholds were observed. A stylet anomaly was observed during reposition. The lead was explanted when repositioning was unsuccessful.